Event description:
The customer performed a blood glucose test on the suspect device and obtained a result of 72 mg/dl. One hour later they injected 32 units of insulin, ate breakfast and passed out. Paramedics were called and they injected pt with glucagon. They were transported to the hosp and monitored. Level 1 and level 2 controls were within range on the meter. The device was replaced and authorized for return to the manufacturer for evalaution.